Event description:
Monitoring my blood glucose with a dexcom g7. I felt hyperglycemic. I checked my glucose 154, 179. I weighed both of these against a manual glucose monitor, 300, 329. I drove to my local fire station where my dexcom said 209 versus the firefighter glucose monitor result of 409.